Event description:
Update was received from hcp indicating that patient was treated by implanting a second (transcatheter) device within the existing valve. Patient was reported as stable.

Event description:
Edwards received information of an aortic bioprosthetic valve that is now stenotic after an implant duration of approximately 8 years. Patient was accepted into clinical trial for transcatheter aortic valve replacement. Intervention is pending.

Manufacturer narrative:
Additional manufacturer narrative - the valve was not returned as it remains implanted. Without receipt of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.